Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: stated, they were all "needle clog" a new complaint regarding needle clogs will need to be opened for these pen needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary customer returned (43) loose 32gx4mm pen needles without tear drop labels, outer covers, or inner shields attached. The customer reported a needle clog. All 43 needles were tested for flow using a test pen injector, all it was observed that all 43 were able to expel properly. No evidence of a clog or other manufacturing defect was observed. No DHR review can be carried out as lot number is unknown. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: stated, they were all "needle clog" a new complaint regarding needle clogs will need to be opened for these pen needles.